Event description:
It was reported that the reservoir is leaking approximately 4 cassettes leaked during filling. One cassette was returned by the customer because the cassette leaked in the outer packaging. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The product samples were received for evaluation. Sixty-one (61) samples were received. One (1) sample was received in used condition and sixty (60) in new condition inside their closed original packaging. Functional testing was performed on the actual device and no leaks were found. The reported failure was not confirmed. The root cause cannot be established as no fault was found.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08710 is no longer considered reportable, please disregard any MDR reports associated with it.